Manufacturer narrative:
Premarket identification: (B)(6) 2019. Date of report: (B)(6) 2019. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 04 nov 2019. Although requested, the patient's information was not provided. The manufacturer¿s international service technician evaluated the ventilator. The service technician reported that the touchscreen was replaced. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 13dec2019, date of report : 16dec2019. Additional information was received that there was no patient involvement. Further clarification was received that the customer declined service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23sep2019.

Event description:
It was reported that the ventilator's touchscreen failed. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.